Event description:
A facility reported that during a procedure, the mlx 300w xenon lightsource (00mlx) used with the konig cable and headlight, "both ends of the metal cable and the metal fitting are very hot, resulting in the patient sustaining a burn injury." The details of the patient's injury, or how the patient was injured, were not provided. No information on surgical delays was provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.